Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had recorded episodes that indicated possible oversensing. The patient experienced dizziness, possibly due to pacing inhibition during oversensing.